Manufacturer narrative:
The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the scope, and it is unknown if there was a delay in the start of precleaning. The endoscope was not presoaked in detergent solution since the cleaning machine cannot use high-level disinfectants. The endoscope was cleaned with lint-free cloths/brushes/sponges and there were no abnormalities in the accessories used for reprocessing. The device was returned to olympus for evaluation and the customer's allegation was confirmed due to corrosion on the endoscope connector. In addition, the device evaluation found the following; the control section, the control section cover and control section grip cover all had foreign objects. The plastic distal end cover had a dent, the light guide lens and adhesive on the bending section cover had cracks, the adhesive around the light guide lens and objective lens was peeled. The suction connector, protector of the universal cord on the suction connector side, the connecting tube, the protector of the universal cord on the control section side and the bending section cover all had scratches. The resin area became detached due to humidity/ deteriorated due to the cleaning method/ and/or bending at a sharp angle, the suction cylinder was shaved, due to a pinhole on the suction tube in the universal cord, water tightness was lost, the light guide bundle was slipping down, the suction connector and control unit were dirty due to water leakage, the adhesive on the bending section cover had a white-clouded area and a chip. The angle wires became stretched, the bending angle in up direction did not meet the standard value, due to wear of the angle wire, the connecting tube had discoloration and the scope identification was not displayed. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope displayed an e315 unsupported scope error message. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a breakage of the image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic [integrated circuit] chip and capacitor, mounted on the electric circuit board had a defect. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). The instructions for use (IFU) state the following regarding the suggested phenomenon: "chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." "Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.